Event description:
Fil volume: 125ml. Flow rate: 5ml/hr. Cathplace: central line. An international distributor reported an incident, reported as, "infusion time not respected reported by liberal nurse". Please reference: 2026095-2015-00056/15-00023 (b). Incident #1 of 2: later, additional information was obtained that the reported incidents were concerning infusions that ended prior the expected end times. It was reported as, "the infusion went through too quickly within 13 hours instead of 24 hours." No patient injury was reported. Infusion started at 7:00 pm and infusion ended at 8:00 am the following day. Additional information was requested and we were informed by the reporter that additional information is not available.

Manufacturer narrative:
Method: two used devices and two unused sample devices were received for analysis. A visual inspection was performed and a review of the device history record (DHR) is currently in process for the reported lot number. Results: there are no device testing results available as the investigation and evaluation are currently in progress. Conclusions: once the investigation and device analysis are completed a follow-up report will be submitted. Information from the incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.